Event description:
A hosp reported a revision of a total knee arthroplasty and stated "the femoral component appears oversized." No related device malfunction associated with the revision was reported.